Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after wall closure on a child birth, the patient had been resumed in the operating room due to wall hematoma.